Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned for investigation, but a picture of the instrument was provided. The picture shows the mechanism of the handle, however the point of view of the picture does not allow for an evaluation of the spring of the mechanism. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the available information, the reported event cannot be confirmed, and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4) g2. Report source: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that prior to a procedure, the spring inside the handle was found broken. No patient involvement. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
The instrument was returned for investigation. The handle shows dents and signs of usage in the impaction area and on the body, but it is overall inconspicuous. A functional test was performed to verify the functionality of the spring and the closing mechanisms: no problem was detected. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the product evaluation performed on the returned product, no issue was identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.